Event description:
Patient reported experiencing elevated blood glucose of 400-700 mg/dl. To treat elevated blood glucose, the patient will change her infusion site and bolus through her infusion device. Her target range is 120 mg/dl. Patient felt symptoms of having rapid heart rate, feeling tired, and difficulty breathing. She indicated the elevated levels were a result of the infusion set cannulas becoming occluded due to scar tissue. Patient stated that she had large amounts of scar tissue in her abdomen. She reported that she had tried alternative sites, but they were comfortable. The patient stated that she would speak with doctor regarding scar tissue. No product will be returned. The patient did not report assistance by a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.